Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom home ac power supply was not in use by a patient. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply does not work.

Manufacturer narrative:
The results of the supplier evaluation concluded that the positive and negative wires on the output cord were reversed on the printed circuit board (pcb). The root cause was determined to be that the wires were installed incorrectly. (B)(4) follow-up report 2.

Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. Investigation testing confirmed the customer-reported issue and verified that the home ac power supply had an internal electrical problem that disabled the unit from outputting a voltage. However, because the freedom home ac power supply is an off-the-shelf component, no further mechanical disassembly or electrical diagnostic tests were performed by syncardia. The unit will be returned to the supplier for root cause analysis. The results of the supplier evaluation will be provided in a follow-up MDR. (B)(4) follow-up report 1.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The freedom home ac power supply was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom home ac power supply did not work.